Event description:
Respiratory therapist responded to ventilator alarming. He stated that "all the alarm lights were lit up and the pt was not ventilating. The pt was ventilated manually while another ventilator was set up. The therapist stated that the pt was difficult to manually ventilate. The pt's oxygen saturations dropped to 88% during the process, and had some cardiac rhythm changes which were treated pharmocologically. The pt was found to have a pneumothorax.